Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues; high thresholds, possible fracture and high impedance. The lead was reprogrammed to vvi50 and a new lead was implanted on the right side. No patient complications have been reported as a result of this event.